Event description:
It was reported that the touch screen and the screen on/quick bolus button have stopped functioning. The customer also reports that their bg levels are slightly elevated.

Manufacturer narrative:
The device has been returned for evaluation; however, the evaluation has not yet been completed. A supplemental report will be submitted upon completion of the evaluation.